Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Batch number 8463018 was reported in error, this batch number does not match the upn for this complaint. The manufacturing records for top assembly batch 8181659 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during an internal carotid artery pta treatment procedure, balloon deflation difficulties were encountered. The ultra-soft sv balloon was tracked over a cordis angioguard device and was used to postdilate a cordis angioguard device and was used to postdilate a cordis precise stent. The balloon inflated well with an inflation device, however, it "did not deflate as it should." The physician attempted to deflate the balloon with a syringe, but was again unsuccessful. He was, however, able to safely remove the balloon through the sheath. When he examined the balloon outside of the patient's body, it appeared to deflate into a flat configuration, rather than properly rewrapping. The procedure was successfully completed with this device and "no harm was done to the patient." Patient status is reported as "stable."